Event description:
A medtronic representative reported that the boom-mounted monitor in the i7/polestar room at the site intermittently displays colored lines and loses signal. During the last surgery the boom-mounted monitor was blinking black for 4-5 seconds. They would wait for the screen to stop the intermittent behavior in order to continue the procedure. The other monitor in the room displayed correctly. Overall this was a small part of the surgery time, and they were able to complete the case normally. There was no influence on patient safety or clinical outcome.

Manufacturer narrative:
Transceiver has not been replaced, but they moved the rack to allow for better airflow and checked all connections inside the rack. After doing this they have seen a decrease in the frequency of the issue, to the point where it is almost non-existent. Requested further update if they still plan to replace the transceiver.

Manufacturer narrative:
The patient demographic information has been requested, but not provided at this time.the device has not been returned to the manufacturer.

Manufacturer narrative:
Patient info provided. Patient weight was requested, but not available.

Manufacturer narrative:
Correct patient info provided. Information provided on follow up report #1 was discovered to be incorrect. Patient weight was requested, but not available.